Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,the bronchoscope got stuck on the corrugated inner cannula while pulling out the scope and resulted replaced the inner cannula. The patient died shortly after the procedure and was reported to have had advanced atelectasis.